Manufacturer narrative:
Medical records and treatment info have been requested. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A hemodialysis pt reported he was hospitalized. No other info was given at the time. Upon follow up with the pt he reported that he was hospitalized (B)(6) 2015 for shortness of breath during hemodialysis. Follow up with the home therapies registered nurse (htrn) was performed for more info. According to the htrn, the hospitalization was due to pleural effusion and anemia and was not related to a product malfunction. The pt continues on home hemodialysis without issue.

Manufacturer narrative:
The patient was found to be in acute fluid overload. The medical records show that the home patient had hemodialysis on (B)(6) 2015 w/no complications. Dialysis treatment sheets are not available for (B)(6) 2015. Although, according to the patient's wife, the patient was hospitalized for shortness of breath during dialysis on (B)(6) 2015, there is no mention in the medical record that patient was receiving hemodialysis when he became short of breath. In addition, hemodialysis treatment sheets for (B)(6) 2015 state, "patient was dialyzed on (B)(6) 2015 in the hospital." According to the hemodialysis registered nurse (hdrn), the hospitalizations had nothing to do with product malfunctions. Medical records dod not contain progress notes, physician orders, medication lists or history and physical for review. Medical records suggest that the cause of the shortness of breath was fluid overload that was likely secondary to either malignant hypertension or change in dry weight. There is no documentation in the medical record that indicates a causal relationship between the patient's 2008k at home machine or concomitant products and the patient's shortness of breath. Although the patient was exposed to recalled bicarbonate, there is no mention in the medical record related to pyrogen reaction which is allegedly associated w/exposure to the recalled bicarbonate. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the optiflux 160nr dialyzer used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius optiflux 160nr dialyzer caused, contributed to or was a factor in the reported event.

Event description:
From medical records: the patient is an (B)(6) male with a history of hypertension anemia, obstructive sleep apnea on nocturnal CPAP, and end stage renal disease. The patient presented to the hospital with shortness of breath. The patient was admitted with an acute episode of fluid overload, likely secondary to either malign an t hypertension or chan ge in dry weight. The fluid was taken off with dialysis and was stable overnight and discharged the next day.